Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: the tr band would not hold air. They filled band with air, and it deflated immediately. They put on a new band without issue and the patient was fine, no hematoma. The procedure performed was left hert cath. The blood loss was less than 250cc. There was no noticeable damage to the device. It was not manipulated before use, and it was stored in the rooms.